Event description:
It was reported that the gastrovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: air/water channel and instrument/suction channel cfu: >1cfu. Bacterial identification: micrococcus luteus, pseudomonas geniculata, stenotrophomonas pavanii, and aerococcus viridans. The device was evaluated based on the provided data, questionnaire, customer hmi, dir and olympus hmi the case can be only partially assessed. There could potentially be a correlation between the actual product/ device status and cause of contamination. In general, device damages (e.g. Scratches, cracks, creases, kinks) could be a source of microorganisms. According to the dir, black debris was found in the forceps passage. The manual cleaning section portion of cds questionnaire was left blank, so the customer's brushing procedure should be checked. After reprocessing by oly, the hmi results could not confirm customer findings. However, several microorganisms, such as pseudomonas geniculate and stenotrophomonas pavanii, were detected in the instrument/suction channel. Multiple microorganisms were detected in the instrument/suction and air/water channels following culturing at nelson labs. Device inspection identified physical damage and residue in the internal channels, including scratches, kinks, black debris, and dark spots. Olympus will continue to monitor field performance for this device.